Manufacturer narrative:
(B)(4) pt101uk is not sold in the USA but it is similar to the pt101us which is sold in the USA. The 510k of the pt101us is: k131895, product code: btt. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The airvo 2 speaker is intended to provide auditory alerts to the user and auditory alarms under certain conditions. The user instructions instruct the user on how to check alarm functionality before use on a patient. The user instructions warn "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative". In the case of speaker failures, a speaker will typically provide a distorted, intermittent or reduced sound level before becoming completely inaudible over time. This contributes to the early detection of this fault by users.

Event description:
A healthcare facility in the united kingdom reported that a pt101 airvo 2 humidifier did not have an audible alarm. There was no reported patient involvement.

Manufacturer narrative:
Corrected data: b5, g3, g6, h2, h6, h11. (B)(4). Pt101uk is not sold in the USA but it is similar to the pt101us which is sold in the USA. The 510k of the pt101us is: k131895, product code: btt. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The airvo 2 speaker is intended to provide auditory alerts to the user and auditory alarms under certain conditions. The user instructions instruct the user on how to check alarm functionality before use on a patient. The user instructions warn "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative". In the case of speaker failures, a speaker will typically provide a distorted, intermittent or reduced sound level before becoming completely inaudible over time. This contributes to the early detection of this fault by users. Method: the complaint airvo 2 was received at our fisher & paykel healthcare (f&p) regional office in the united kingdom where it was inspected by a trained f&p service technician. The device was performance tested and the audible alarm function was checked. Results: performance testing revealed that the audible alarm of the airvo 2 unit was working. Conclusion: we are unable to determine what may have caused the reported failure as there was no fault as was reported found with the returned device.

Event description:
A healthcare facility in the united kingdom reported that a pt101 airvo 2 humidifier did not have an audible alarm. There was no reported patient involvement.